Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon noticed a green film at the end of the scope that got on the patients vocal cords. A culture was performed and the results were negative. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted reference to (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged event: the surgeon noticed a green film at the end of the scope that got on the patients vocal cords. A culture was performed and the results were negative. The patient's condition was reported as unknown.